Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
It was reported that a 186 cm (73") pur set d'infusione, perf. Con valvola, 2 accessi con bcv, camera, filtro 15, rub. Con clave¿, ll gir generated a leak during patient use. The following issue was reported by the customer: ¿when connecting the tubing, leak at the non-return valve¿. The status of the product at the time of event is when connecting the tubing. The product is not available for investigation. There was no patient harm reported.